Event description:
During an MRI examination pt experienced "twitching" in face which they have learned is called neuromuscular excitation. This was probably due to the fact that pt was placed in the machine with their hands folded and arms laying across upper abdomen. The MFR, ge medical systems, clearly states that pt tissues should not form loops while in the mr machine. Pt has had tingling and burning across forehead, around left eye and diagonally across face to upper lip since the exam. From what pt understands the problem was caused from radio frequency waves not from the magnet. Pt needs help because the dr they are seeing has no idea how to treat this problem or if the tingling and burning will subside. The exam was done at hosp.